Event description:
Hcp reported the pt was having intermittent spasms. A radioisotope study was done in 2003. The pt had the baclofen removed from the pump and catheter. No movement of the dye was noted for 1 1/2 hours. After dye started moving, the pt became less responsive, then unresponsive. The pt was brought down to the emergency room where a drug reversal was given. They were then admitted to the critical care unit. After continuing with more spasms, the hcp performed a catheter revision. After the catheter revision, the pt has been reported to be doing fine.